Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pfc*sigma c/r npor fem rt sz 4; mbt cem keel tib tray sz4; pfc sigmarp cv tb/in s4 12.5; unknown knee patella component; unknown bone cement.

Event description:
Patient was revised to address pain and aseptic loosening of the femur at the bone to cement interface. Poor cement fixation on the posterior condyles may have caused the femur to lever, and pull off the femur. Doi: unknown, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: pfc*sigma c/r npor fem rt sz 4; mbt cem keel tib tray sz4; pfc sigmarp cv tb/in s4 12.5; unknown knee patella component; unknown bone cement.